Manufacturer narrative:
Device passed the displacement, self test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No device deficiency anomaly noted during test. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they were experiencing low blood glucose. Blood glucose level at the time of the incident was 36 mg/dl. Customer has been having really bad lows. Customer was treated with food. Customer reported insulin pump system has not been in use within 48 hours of reported low blood glucose event. Customer stated the drive support cap appeared normal. Customer does not alleged insulin pump was over delivering. Customer recalls insulin dripping or squirting from end of set before connecting at their site sometimes. Customer ran self test and it passed. The insulin pump will be returned for analysis.